Event description:
Information received by medtronic indicated that the customer reported a blank display on the insulin pump.  The customer also reported a replace battery now alarm. Troubleshooting was performed but the blank display issue could not be resolved even after insertion of a new aa battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged unexpected battery power loss and blank display on october 28, 2022. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Blank display was not observed during analysis. Insulin pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No insulin pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The insulin pump downloaded history confirmed the insulin pump alarmed low battery alert on october 28, 2022 at 22:20:00.000, power loss alarm on october 28, 2022 at 23:08:31.000 and battery failed alarm on october 28, 2022 at 22:59:58.000 due to customer's faulty aa battery. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: serial number label stained, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and minor lcd display window scratches. Insulin pump passed required testing. Blank display was not observed during analysis. Unexpected battery power loss and blank display were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.